Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. The reporter notes a planned lens explant and replacement due to excessive vault. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6:1494-off label: progressive myopia. D9: return date- 05-apr-2023 claim# (B)(4).

Manufacturer narrative:
B5-the reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -11.50 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault and elevated iop (intraocular pressure). A replacement lens of shorter length was later implanted and the problem resolved. Claim # (B)(4).